Event description:
It was reported that the device was used during a transseptal puncture procedure; however, difficulty was encountered in achieving successful puncture. The cable was replaced, but the issue did not improve despite replacement and no error was displayed. The needle was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.